Event description:
The customer requests a syringe module event log review. In the pacu at 1208 the nurse initiated an order for morphine 30 mg/30 ml on a pca with a demand dose of 1 mg and a ten minute lockout time. Per the pump event log, between 1211 and 2132 the patient received 30 1 ml demand doses of morphine. During this time period, the patient had transferred floors. The pump alarmed that the syringe was empty, but when the nurse removed the syringe from the pca, she noted it still had 20.5 ml of fluid in the syringe. There is no report of patient harm

Manufacturer narrative:
The customer's report of a possible under-infusion was not confirmed or replicated. Log analysis shows that on (B)(6) 2018 at 12:11 pm the pca module was programmed using an ims 30 ml syringe to infuse morphine pca only. The user programmed a pca dose of 1mg with a 10 minute lockout, and a max limit of 20mg/4hr and started the infusion. The detected syringe volume was recorded as 31.8007ml. Beginning at 1:13 pm, 32 pca requests were delivered for a total volume of 31.8007ml. The final pca dose was delivered at 9:05 pm and was a partial dose of 0.8007ml. At 9:05 pm a syringe empty alarm occurred and the module was paused a few minutes later. At 9:38 pm the syringe was replaced and the user programmed another infusion of morphine using an ims 30ml syringe, with a detected volume of 30.6155ml. On (B)(6) 2018 at 1:55 am the volume in the 2nd syringe was noted to be 20.6155ml. It is possible this is what was observed when the nurse noted it still had 20.5 ml of fluid in the syringe. The syringe was not removed at this time. Rate accuracy testing was performed and no anomalies were found. The root cause of the customer's report was not determined.

Event description:
The customer requests a syringe module event log review. In the pacu at 1208 the nurse initiated an order for morphine 30 mg/30 ml on a pca with a demand dose of 1 mg and a ten minute lockout time. Per the pump event log, between 1211 and 2132 the patient received 30 1 ml demand doses of morphine. During this time period, the patient had transferred floors. The pump alarmed that the syringe was empty, but when the nurse removed the syringe from the pca, she noted it still had 20.5 ml of fluid in the syringe. There is no report of patient harm

Manufacturer narrative:
The customer's report of a possible under-infusion was not confirmed or replicated. Log analysis shows that on 27march2018 at 12:11 pm the pca module was programmed using an ims 30 ml syringe to infuse morphine pca only. The user programmed a pca dose of 1mg with a 10 minute lockout, and a max limit of 20mg/4hr and started the infusion. The detected syringe volume was recorded as 31.8007ml. Beginning at 1:13 pm, 32 pca requests were delivered for a total volume of 31.8007ml. The final pca dose was delivered at 9:05 pm and was a partial dose of 0.8007ml. At 9:05 pm a syringe empty alarm occurred and the module was paused a few minutes later. At 9:38 pm the syringe was replaced and the user programmed another infusion of morphine using an ims 30ml syringe, with a detected volume of 30.6155ml. On (B)(6) 2018 at 1:55 am the volume in the 2nd syringe was noted to be 20.6155ml. It is possible this is what was observed when the nurse noted it still had 20.5 ml of fluid in the syringe. The syringe was not removed at this time. Rate accuracy testing was performed and no anomalies were found. The root cause of the customer's report was not determined.

Manufacturer narrative:
The customer complaint of a possible under-infusion was not confirmed or replicated during testing. No under infusion or device malfunction is believed to have occurred. Pca module accuracy testing was performed using alaris system maintenance v10.33 and calibrated test fixtures. Testing indicated that the pca module performed as designed passing all accuracy tests. On (B)(6) 2018 at 12:11 pm the pca module was programmed using an ims_30 syringe for the drug morphine as a pca only dose. Beginning at 1:13 pm thirty two (32) pca requests were delivered emptying the ims_30 syringe. At approximately 9:30 pm the user replaced the syringe and programmed the source pca module for another infusion of the narcotic morphine using a new ims-30ml syringe, the syringe volume was recorded as 30.6155ml. It is suspected that the clinician was not aware that the previous morphine syringe infused completely and was replaced with another full morphine syringe. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer requests a syringe module event log review. In the pacu at 1208 the nurse initiated an order for morphine 30 mg/30 ml on a pca with a demand dose of 1 mg and a ten minute lockout time. Per the pump event log, between 1211 and 2132 the patient received 30 1 ml demand doses of morphine. During this time period, the patient had transferred floors. The pump alarmed that the syringe was empty, but when the nurse removed the syringe from the pca, she noted it still had 20.5 ml of fluid in the syringe. There is no report of patient harm